Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten due to continuous use. No prime issues were observed in the available black box. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A 24 hour duration test was successfully completed. No loss of prime warnings or prime issues were duplicated during testing. The force sensor measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.